Manufacturer narrative:
The device failed prior to use - there was a leak.

Event description:
The customer complained they had a crack in a y connector in their cryomacs freezing bag (500 ml). The cryomacs bag was not cryopreserved and there was only a very small lost of the cell sample. There is still sufficient cellular material left for transplantation. There was no risk to the patient. This event occurred at: (B)(6).